Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 4.2 was failed to detect on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 4.2 failed. The field service engineer replaced the row board ribbon cable to main drawer 4.2 to resolve the issue. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device. Initial reported facility: (B)(6).